Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint states stem fracture. Fracture has occured through proximal body of stem rather than the stem neck. Broken stem removed and replaced. Window created at distal end of stem to access broken distal end the returned parts and lab report were reviewed by bioengineering and a report was received stating due to severe damage caused during the retrieval process, on the distal portion of the femoral stem, the assessment of the fracture was based on partial evidence. Beech marks indicate a ductile fracture, likely caused by cyclic loading. This is supported by the fact that no traumatic event was mentioned in the medical notes provided. The pre-operative notes dated (B)(6) 2015 comments that there was ¿likely crack in cement¿. This may lead to repetitively uneven stressing on the stem of the femoral component and could be a factor in the fracture of this part. Intra-operative notes did not appear to reiterate this prediction. However, some parts of the notes were unreadable due to handwriting. The fracture initiation point appears to be from the ¿5¿ laser mark in the product code. Highly polished regions below the neck of the stem may indicate some degree of micro-motion of the stem against bone cement. This further contributes to the idea that there may have been uneven loading of the stem. The head and stem were provided still engaged, so visual inspection of the tapers was not possible. Although it appears as though the fracture has propagated from the site of the laser mark ¿5¿ no design change action is felt to be necessary at this time. This is due to the fact that the latest pms report (ref: (B)(4)) identified no emerging trends related to the fracture of elite plus roundback stems. Further to this the product codes associated with this complaint have now been discontinued from sale. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: fracture has occured through proximal body of stem rather than the stem neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.